Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was defective during a radiofrequency ablation of barrett's esophagus which caused mucosal laceration approximately 1 cm on the second pass from 35-36cm while the physician was describing the procedure under direct visualization. Inhalation/oral drug was used. The catheter was advanced rotating clockwise, treating 8cm proximal to distal. All items were rem oved under direct visualization by rotating the catheter clockwise, and a cleaning cup was used to scrape the coagulum. The guide wire was advanced, scope was withdrawn, and the catheter advanced rotating clockwise, then retreated 8cm area. Everything was removed under direct visualization, and the scope was advanced to evacuate gastric contents, then a 1 cm esophageal tear was identified. The patient was prepped for the procedure and was under anesthesia, was then normal and was given pain medications, no repeat procedure would be necessary. There was no radiation exposure, unanticipated blood loss, nor device fragment or component fell into the patient's cavity.